Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated controls were trending high on hgb and hct. Field service was dispatched for issue resolution. A field service representative (fsr) calibrated the instrument, cleaned and lubricated the syringe pistons, lubricated the lead screw, and bleached the counting chambers. The fsr adjusted the gains and ran precision, which passed. The instrument was performing within specifications. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Event description:
The customer stated a cell-dyn emerald analyzer generated a falsely decreased hemoglobin result for one patient sample. The cell-dyn generated a hemoglobin result of 7.2 g/dl. The sample was sent to a reference laboratory where a hemoglobin result of 10.6. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4): false negative result. A follow up report will be submitted when the investigation is complete.